Manufacturer narrative:
Bayer case number: (B)(4). Extremely bad cramping which has changed from 1 day to 3 days within that past 6 months [cramp in lower abdomen] extreme bleeding during cramp/ tremendous amount of clotting in the blood, large as a dime [bleeding menstrual heavy] my pain has become so significant that I have had to stop workin [pelvic pain female] she delivered in 2007, essure inserted on (B)(6) 2007 [inappropriate timing of device insertion] have been diagnosed with eds [ehlers-danlos syndrome] I have joint pain [joint pain] I have to change my tampons every 30 minutes four up to 4 to 5 days / I just got done bleeding 5 weeks straight [prolonged heavy periods] my memory has also been significantly impaired [memory impaired] 'm dizzy and off balance all the time [dizziness] off balance [loss of balance] anxiety [anxiety] depression [depression] I feel like I'm dying [impending doom] severe pain in regions where my ovaries and tubes are [ovarian pain] severe pain in regions where my ovaries and tubes are [adnexa uteri pain] any pressure, such as needing to defecate [increased stool urgency] having sex increases the pain to where I cannot stand up straight [painful intercourse] I am no longer able to be intimate [loss of libido] the essure procedure I've had so much trouble focusing [concentration loss] bouts of shingles since the procedure [shingles] stress [stress] I'm allergic to animals [allergy to animals] now I'm allergic to foliage [allergy to plants] over the counter and prescription allergy medicines cause headaches [headache] bladder problems [bladder disorder] migraines [migraine] problems with my vision [visual disturbance] I have lost 10 pounds in a week this month. Over the past year I have lost 50 [weight loss] nausea [nausea] vomiting [vomiting] diarrhea [diarrhea] emotional distress [emotional distress]. Case narrative: the below report was received by health authority food and drug administration (reference number: mw5070386 and mw5156627) on 26-jun-2017. The most recent information was received on 27-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("extremely bad cramping which has changed from 1 day to 3 days within that past 6 months"), bleeding menstrual heavy ("extreme bleeding during cramp/ tremendous amount of clotting in the blood, large as a dime") and pelvic pain ("my pain has become so significant that I have had to stop workin") in a 47 year-old female patient who had essure (ess205) inserted (lot no. 626205) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate timing of device insertion ("she delivered in 2007, essure inserted on (B)(6) 2007"). The patient had a medical history of parity 1 (I had my daughter on (B)(6) 2007) in 2007 and gravida I. Prior the essure procedure, the patient did not have cramps. The patient had a family history of nickel allergy. Concurrent conditions were listed as sulfonamide allergy and asthma. Concomitant products included xanax (alprazolam), benadryl (diphenhydramine hydrochloride), fish oil, multivitamin, calcium (calcium [calcium]), tylenol [paracetamol] and adderall (obetrol [amfetamine, dexamfetamine]). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 365 days after essure (ess205) insertion, she experienced abdominal pain lower (seriousness criterion disability) and bleeding menstrual heavy (seriousness criterion medically important). On unknown date she experienced pelvic pain (seriousness criterion medically important), arthralgia ("I have joint pain"), prolonged heavy periods ("I have to change my tampons every 30 minutes four up to 4 to 5 days / I just got done bleeding 5 weeks straight"), memory impairment ("my memory has also been significantly impaired"), dizziness ("'m dizzy and off balance all the time"), balance disorder ("off balance"), anxiety ("anxiety"), depression ("depression"), impending doom (" I feel like I'm dying"), ovarian pain ("severe pain in regions where my ovaries and tubes are"), adnexa uteri pain ("severe pain in regions where my ovaries and tubes are"), defaecation urgency ("any pressure, such as needing to defecate"), dyspareunia ("having sex increases the pain to where I cannot stand up straight"), loss of libido ("I am no longer able to be intimate"), disturbance in attention ("the essure procedure I've had so much trouble focusing"), herpes zoster ("bouts of shingles since the procedure"), stress ("stress"), allergy to animal ("I'm allergic to animals"), allergy to plants ("now I'm allergic to foliage"), headache ("over the counter and prescription allergy medicines cause headaches"), bladder disorder ("bladder problems"), migraine ("migraines"), visual impairment ("problems with my vision"), nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("diarrhea") and emotional distress ("emotional distress") and was found to have ehlers-danlos syndrome ("have been diagnosed with eds") and weight decreased ("I have lost 10 pounds in a week this month. Over the past year I have lost 50"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower had resolved. The outcomes for bleeding menstrual heavy, pelvic pain, ehlers-danlos syndrome, arthralgia, prolonged heavy periods, dizziness, balance disorder, anxiety, depression, impending doom, ovarian pain, adnexa uteri pain, defaecation urgency, dyspareunia, disturbance in attention, herpes zoster, stress, allergy to animal, allergy to plants, headache, bladder disorder, migraine, visual impairment, weight decreased, nausea, vomiting, diarrhoea and emotional distress were unknown. No causality assessment was received for essure (ess205) with regard to abdominal pain lower, bleeding menstrual heavy, pelvic pain, ehlers-danlos syndrome, arthralgia, prolonged heavy periods, memory impairment, dizziness, balance disorder, anxiety, depression, impending doom, ovarian pain, adnexa uteri pain, defaecation urgency, dyspareunia, loss of libido, disturbance in attention, herpes zoster, stress, allergy to animal, allergy to plants, headache, bladder disorder, migraine, visual impairment, weight decreased, nausea, vomiting, diarrhoea or emotional distress. The reporter commented: the patient often was using a super tampon every hour for there first 3 days. Discrepancy noted in source document -the date of implant was mentioned as (B)(6) 2007 and also it was mentioned in the event description "I had the essure implant birth control procedure in (B)(6) 2008(approximately) after having my child in (B)(6) 2007. I am not sure of the actual date of the procedure. Only that I had it approximately 3 months after I had my daughter on (B)(6) 2007. The implants occurred once I healed from the pregnancy which was delivered vaginally and the x-ray test occurred 3 months later, I believe. It showed no leakage. The event outcome included disability/permanent damage criterion, but it was not specified and/or assigned to one of the events. Patient received an essure implant in approximately 2008. This implant has caused a great deal of pain as well as other symptoms. The pain has become severe enough she has had to quit her job. It is also causing emotional distress. There are no doctors where we live that can remove the implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Neurotransmitter level altered] (date unknown): I am an ultra rapid processor of serotonin and an ultra slow processor of dopamine [x-ray] in (B)(6) 2007: I believe. It showed no leakage. The below report was received by health authority food and drug administration (reference number: mw5070386 and mw5156627) on 26-jun-2017. The most recent information was received on 27-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("extremely bad cramping which has changed from 1 day to 3 days within that past 6 months") and genital haemorrhage ("extreme bleeding during cramp/ tremendous amount of clotting in the blood, large as a dime") in a 47 year-old female patient who had essure (ess205) inserted (lot no. 626205) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate timing of device insertion ("she delivered in 2007, essure inserted on (B)(6) 2007"). The patient had a medical history of parity 1 (I had my daughter on (B)(6) 2007) in 2007 and gravida I. Prior the essure procedure, the patient did not have cramps. The patient had a family history of nickel allergy. Concurrent conditions were listed as sulfonamide allergy and asthma. Concomitant products included xanax (alprazolam), benadryl (diphenhydramine hydrochloride), fish oil, multivitamin, calcium (calcium [calcium]), tylenol [paracetamol] and adderall (obetrol [amfetamine, dexamfetamine]). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 365 days after essure (ess205) insertion, she experienced abdominal pain lower (seriousness criterion disability) and genital haemorrhage (seriousness criterion medically important). On unknown date she experienced pelvic pain ("my pain has become so significant that I have had to stop workin"), arthralgia ("I have joint pain"), heavy menstrual bleeding ("I have to change my tampons every 30 minutes four up to 4 to 5 days / I just got done bleeding 5 weeks straight"), memory impairment ("my memory has also been significantly impaired"), dizziness ("'m dizzy and off balance all the time. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-aug-2024: new event emotional distress added. New reporter (family member) added. Further company follow-up with the consumer is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5070386 and mw5156627) on 26-jun-2017. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("extremely bad cramping which has changed from 1 day to 3 days within that past 6 months") and genital haemorrhage ("extreme bleeding during cramp/ tremendous amount of clotting in the blood, large as a dime") in a 47-year-old female patient who had essure (ess205) inserted (lot no. 626205) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate timing of device insertion ("she delivered in 2007, essure inserted on (B)(6) 2007"). The patient had a medical history of parity 1 (I had my daughter on (B)(6) 2007) in 2007 and gravida I. Prior the essure procedure, the patient did not have cramps. The patient had a family history of nickel allergy. Concurrent conditions were listed as sulfonamide allergy and asthma. Concomitant products included xanax (alprazolam), benadryl (diphenhydramine hydrochloride), fish oil, multivitamin, calcium (calcium [calcium]), tylenol [paracetamol] and adderall (obetrol [amfetamine, dexamfetamine]). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 365 days after essure (ess205) insertion, she experienced abdominal pain lower (seriousness criterion disability) and genital haemorrhage (seriousness criterion medically important). On unknown date she experienced pelvic pain ("my pain has become so significant that I have had to stop workin"), arthralgia ("I have joint pain"), heavy menstrual bleeding ("I have to change my tampons every 30 minutes four up to 4 to 5 days / I just got done bleeding 5 weeks straight"), memory impairment ("my memory has also been significantly impaired"), dizziness ("'m dizzy and off balance all the time"), balance disorder ("off balance"), anxiety ("anxiety"), depression ("depression"), impending doom (" I feel like I'm dying"), ovarian pain ("severe pain in regions where my ovaries and tubes are"), adnexa uteri pain ("severe pain in regions where my ovaries and tubes are"), defaecation urgency ("any pressure, such as needing to defecate"), dyspareunia ("having sex increases the pain to where I cannot stand up straight"), loss of libido ("I am no longer able to be intimate"), disturbance in attention ("the essure procedure I've had so much trouble focusing"), herpes zoster ("bouts of shingles since the procedure"), stress ("stress"), allergy to animal ("I'm allergic to animals"), allergy to plants ("now I'm allergic to foliage"), headache ("over the counter and prescription allergy medicines cause headaches"), bladder disorder ("bladder problems"), migraine ("migraines"), visual impairment ("problems with my vision"), nausea ("nausea"), vomiting ("vomiting") and diarrhoea ("diarrhea") and was found to have ehlers-danlos syndrome ("have been diagnosed with eds") and weight decreased ("I have lost 10 pounds in a week this month. Over the past year I have lost 50"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower had resolved. The outcomes for genital haemorrhage, pelvic pain, ehlers-danlos syndrome, arthralgia, heavy menstrual bleeding, dizziness, balance disorder, anxiety, depression, impending doom, ovarian pain, adnexa uteri pain, defaecation urgency, dyspareunia, disturbance in attention, herpes zoster, stress, allergy to animal, allergy to plants, headache, bladder disorder, migraine, visual impairment, weight decreased, nausea, vomiting and diarrhoea were unknown. No causality assessment was received for essure (ess205) with regard to abdominal pain lower, genital haemorrhage, pelvic pain, ehlers-danlos syndrome, arthralgia, heavy menstrual bleeding, memory impairment, dizziness, balance disorder, anxiety, depression, impending doom, ovarian pain, adnexa uteri pain, defaecation urgency, dyspareunia, loss of libido, disturbance in attention, herpes zoster, stress, allergy to animal, allergy to plants, headache, bladder disorder, migraine, visual impairment, weight decreased, nausea, vomiting or diarrhoea. The reporter commented: the patient often was using a super tampon every hour for there first 3 days. Discrepancy noted in source document -the date of implant was mentioned as (B)(6) 2007 and also it was mentioned in the event description "I had the essure implant birth control procedure in (B)(6) 2008(approximately) after having my child in (B)(6) 2007. I am not sure of the actual date of the procedure. Only that I had it approximately 3 months after I had my daughter on (B)(6) 2007. The implants occurred once I healed from the pregnancy which was delivered vaginally and the x-ray test occurred 3 months later, I believe. It showed no leakage the event outcome included disability/permanent damage criterion, but it was not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Neurotransmitter level altered] (date unknown): I am an ultra rapid processor of serotonin and an ultra slow processor of dopamine [x-ray] in september 2007: I believe. It showed no leakage lot number:626205, manufacture date:2008-11, expiration date: 2010-10. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-aug-2024: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority food and drug administration (reference number: mw5070386 and mw5156627) on 26-jun-2017. The most recent information was received on 18-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("extremely bad cramping which has changed from 1 day to 3 days within that past 6 months") and genital haemorrhage ("extreme bleeding during cramp/ tremendous amount of clotting in the blood, large as a dime") in a 47 year-old female patient who had essure (ess205) inserted (lot no. 626205) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate timing of device insertion ("she delivered in 2007, essure inserted on (B)(6) 2007"). The patient had a medical history of parity 1 (I had my daughter on (B)(6) 2007) in 2007 and gravida I. Prior the essure procedure, the patient did not have cramps. The patient had a family history of nickel allergy. Concurrent conditions were listed as sulfonamide allergy and asthma. Concomitant products included xanax (alprazolam), benadryl (diphenhydramine hydrochloride), fish oil, multivitamin, calcium (calcium [calcium]), tylenol [paracetamol] and adderall (obetrol [amfetamine, dexamfetamine]). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 365 days after essure (ess205) insertion, she experienced abdominal pain lower (seriousness criterion disability) and genital haemorrhage (seriousness criterion medically important). On unknown date she experienced pelvic pain ("my pain has become so significant that I have had to stop working"), arthralgia ("I have joint pain"), heavy menstrual bleeding ("I have to change my tampons every 30 minutes four up to 4 to 5 days / I just got done bleeding 5 weeks straight"), memory impairment ("my memory has also been significantly impaired"), dizziness ("'im dizzy and off balance all the time"), balance disorder ("off balance"), anxiety ("anxiety"), depression ("depression"), impending doom (" I feel like I'm dying"), ovarian pain ("severe pain in regions where my ovaries and tubes are"), adnexa uteri pain ("severe pain in regions where my ovaries and tubes are"), defaecation urgency ("any pressure, such as needing to defecate"), dyspareunia ("having sex increases the pain to where I cannot stand up straight"), loss of libido ("I am no longer able to be intimate"), disturbance in attention ("the essure procedure I've had so much trouble focusing"), herpes zoster ("bouts of shingles since the procedure"), stress ("stress"), allergy to animal ("I'm allergic to animals"), allergy to plants ("now I'm allergic to foliage"), headache ("over the counter and prescription allergy medicines cause headaches"), bladder disorder ("bladder problems"), migraine ("migraines"), visual impairment ("problems with my vision"), nausea ("nausea"), vomiting ("vomiting") and diarrhoea ("diarrhea") and was found to have ehlers-danlos syndrome ("have been diagnosed with eds") and weight decreased ("I have lost 10 pounds in a week this month. Over the past year I have lost 50"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower had resolved. The outcomes for genital haemorrhage, pelvic pain, ehlers-danlos syndrome, arthralgia, heavy menstrual bleeding, dizziness, balance disorder, anxiety, depression, impending doom, ovarian pain, adnexa uteri pain, defaecation urgency, dyspareunia, disturbance in attention, herpes zoster, stress, allergy to animal, allergy to plants, headache, bladder disorder, migraine, visual impairment, weight decreased, nausea, vomiting and diarrhoea were unknown. No causality assessment was received for essure (ess205) with regard to abdominal pain lower, genital haemorrhage, pelvic pain, ehlers-danlos syndrome, arthralgia, heavy menstrual bleeding, memory impairment, dizziness, balance disorder, anxiety, depression, impending doom, ovarian pain, adnexa uteri pain, defaecation urgency, dyspareunia, loss of libido, disturbance in attention, herpes zoster, stress, allergy to animal, allergy to plants, headache, bladder disorder, migraine, visual impairment, weight decreased, nausea, vomiting or diarrhoea. The reporter commented: the patient often was using a super tampon every hour for there first 3 days. Discrepancy noted in source document -the date of implant was mentioned as (B)(6) 2007 and also it was mentioned in the event description "I had the essure implant birth control procedure in (B)(6) 2008 (approximately) after having my child in (B)(6) 2007. I am not sure of the actual date of the procedure. Only that I had it approximately 3 months after I had my daughter on (B)(6) 2007. The implants occurred once I healed from the pregnancy which was delivered vaginally and the x-ray test occurred 3 months later, I believe. It showed no leakage. The event outcome included disability/permanent damage criterion, but it was not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Neurotransmitter level altered] (date unknown): I am an ultra rapid processor of serotonin and an ultra slow processor of dopamine [x-ray] in (B)(6) 2007: I believe. It showed no leakage. The most recent follow-up information incorporated above includes data received on: 18-jul-2024: new events pelvic pain, ehlers-danlos syndrome, arthralgia, heavy menstrual bleeding, memory impairment, dizziness, balance disorder, anxiety, depression, impending doom, ovarian pain, adnexa uteri pain, defecation urgency, dyspareunia, loss of libido, disturbance in attention, herpes zoster, stress, allergy to animal, allergy to plants, headache, bladder disorder, migraine, visual impairment, nausea, vomiting or diarrhea were added. New health authority reference number added. Concomitant drug added. Reporter causality comment updated annex f codes are added. Further company follow-up with the consumer is not possible. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.